Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the loader device was not returned. The visual inspection revealed that the seal was out of the delivery tube, the tension spring assemblies remained inside the tube and the plunger had been depressed. There was evidence of blood contamination on the seal and inside the device and the delivery tube. The reported failure was confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).